Event description:
The manufacturer received information alleging a ventilator's alarm was sounding and the screen was flashing red. There was no harm or injury reported. No medical interventions were specified. The ventilator was returned to the manufacturer for evaluation and the customer¿s allegation could not be confirmed. Per review of the error log ventilator inoperable errors occurred along with a strange message stating, "invalid nvitem 1-0017". The date and time were also incorrect indicating a problem with the pc board. The device was scrapped.